Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are thin coiled wires embedded in bilateral cornual regions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, menorrhagia, adenomyosis and uterine enlargement. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), amnesia ("lost moter skill or memory") and motor dysfunction ("lost motar skill"). The patient was treated with surgery (laparoscopic assisted hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, amnesia and motor dysfunction outcome was unknown. The reporter considered amnesia, embedded device and motor dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: no evidence of free spillage of contrast. Please refer to the separately reported formal procedure. Pathology test - on (B)(6) 2020: there are thin coiled wires embedded in bilateral cornual regions. The fimbriated left fallopian tube measures 7.5 cm in length and 0.6 cm in average diameter. Up-on sectioning through the fallopian tube, it is unremarkable. The fimbriated right fallopian tube measures 5.5 cm in length and 0.6 cm in average diameter. Upon sectioning through the fallopian tube it is also unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received-event medical device removal updated to embedded device. New reporter, race, lab data, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced amnesia ("lost moter skill or memory") and motor dysfunction ("lost motar skill"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, amnesia and motor dysfunction outcome was unknown. The reporter considered amnesia, medical device removal and motor dysfunction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received new reporter information was added. Case become incident with new event added medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.